Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the universal cord leaked and water entered the device. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." 4) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had an e315 error. The issue was observed during reprocessing, and no patient was under anesthesia. The facility finished procedures with a similar device and there were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The e315 error was reported due to a defective master plug unit. Additional findings were as follows: due to a pinhole on the universal cord, water tightness was lost, and the video cable had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.